Manufacturer narrative:
The reported event was inconclusive because no sample was returned it was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review on device labeling is adequate to prevent the reported event. "Uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral cathethers such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not re-sterilize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had kidney stones and underwent the surgery. The right kidney stone was treated surgically, and routine urinary catheterization was performed after the operation to drain the urine. It was stated that the f16 double-lumen urinary catheter was placed unobstructed, light yellow urine was discharged, urine drainage was unobstructed, and the urine was pale yellow. It was further reported that the urinary catheter fell off on its own due to the urinary catheter balloon rupture, the skin was intact, and the urethra had no bleeding.  It was also observed that the urine was smooth and the urine was pale yellow. Per follow-up with ibc via email on 13jan2021, there were no missing pieces of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had kidney stones and underwent the surgery. The right kidney stone was treated surgically, and routine urinary catheterization was performed after the operation to drain the urine. It was stated that the f16 double-lumen urinary catheter was placed unobstructed, light yellow urine was discharged, urine drainage was unobstructed, and the urine was pale yellow. It was further reported that the urinary catheter fell off on its own due to the urinary catheter balloon rupture, the skin was intact, and the urethra had no bleeding. It was also observed that the urine was smooth and the urine was pale yellow. Per follow-up with ibc via email on (B)(6) 2021, there were no missing pieces of the balloon.